Event description:
Home pt reported a system error on homechoice device. Pt noted a leak in cassette and found fluid on table. Pt stopped treatment at that time. No pt injury or medical intervention was involved.